Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log files identified a malfunctioning image disk full, which prevented the system from exposing to the generation of new images. The fse recreated the image store frontal system, and the device was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recure. It was confirmed that this issue was identified outside of use on a patient. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray exposure was not functioning because of insufficient image disk space. The device was inside of clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.